Event description:
It was reported that the physician alleged the noise was due to lead damage. Lead damage was not confirmed visually.

Event description:
It was reported that the noise observed on the right ventricular (rv) lead led to oversensing. The rv lead was capped and replaced to resolve the event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the atrial lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.